Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose has been increasing and that she does not get an alarm telling her that the insulin is not delivering. The customer's blood glucose was 500 mg/dl at the time the issue was reported and was treated with a bolus. Nothing further reported.